Event description:
It was reported (israel) the patient's ipg could no longer be recharged or communicate with the patient programmer after the patient went through a metal detector. In turn, the patient lost stimulation. As a result, the patient's ipg was explanted and replaced. The issue has been resolved by surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.